Manufacturer narrative:
H6. Annex f codes have been updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had been having trouble with their pump and ended up in the hospital "a few weeks ago" because the pump wasn't working and they were in a lot of pain. The patient was given an intravenous (IV) "shot of morphine" and it finally started working again. Per the patient, the patient would have had their pump for five years in may and inquired if the pump could be replaced. Per the patient, "the spirits are mean to me" and "everyone is saying it's the morphine in my pump that's causing my pain and causing me to be goofy and have this imagination and spirits in my home". The patient's healthcare provider (hcp) put the patient on a mild sleeping pill. Per the patient, "I take no medications, but they were messing with my feet and messing with the vaginal area". Per the patient, their 9 year old great-granddaughter came to stay with the patient on the weekends and "sometimes I look over and they're messing with her and she doesn't even know what's going on". Patient services inquired if their pump was causing their pain and the patient confirmed that the pain was "taken care of". The patient inquired if the medication could cause them to think there was something going on in their apartment. The patient didn't know if the patient's current doctor may have changed out what the original doctor put in the pump. The patient asked if it was their imagination to think they were having ghost spirits in their home. The patient wasredirected to their hcp.

Event description:
Additional information was received from a consumer, and it was reported the patient had been having problems with the pump/catheter and the doctor would not help her and would not replace the pump/catheter for another year. It was also reported "then the pump was not giving me enough medication, it was too low and they had to give me oral morphine at the hospital.¿

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2021-03-05, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.